Manufacturer narrative:
According to the complainant the device will not be returned for investigation. No lot release records were reviewed, as the product lot number was not provided. We are unable to determine if any product condition could have contributed to the reported hospitalization. Locked down smartphone: data not available omnipod software app version: data not available operating system: data not available hardware: data not available cgm sensor type: data not available. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The report originates from a tiktok advertisement for omnipod discover, with no customer details or follow-up information available. A user reported an application malfunction that prevented a new pod, incorrectly indicating an existing pairing. This issue reportedly resulted in hospitalization. Attempts to resolve the problem through customer support were unsuccessful, as communication was interrupted. The user later was advised that the device would need to be deactivated and replaced. The user reports they received no explanation for the alleged malfunction.